Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal device replacement, the lead was reviewed and externalized conductors were observed. Electrical parameters were good but the lead was capped and replaced. There was no report of adverse consequences for the patient.